Event description:
The following has been reported: biomed reported: "an lvp sn: (B)(6) with reload cassette error. No patient incident reported" a preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sensor hardware failure (set ID sensor). Unit started up with no errors. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. Performed set ID admin test. Unit passed. No other damage found .